Manufacturer narrative:
Other relevant device(s) are: micra,model #: mc1vr01-delsys / expiration date: 14-sep-2021 / serial#: (B)(4), UDI #: (B)(4), no, dev rtn to MFR? No, mfg date: 09-apr-2020, yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced cardiac tamponade and pericardial effusion. The leadless implantable pulse generator (ipg) and the delivery system exhibited placement difficulty. The ipg exhibited pacing failure and ipg was recaptured and redeployed successfully. Drainage was performed by pericardial puncture and the patient was placed under observation. The patient was unable to recover from right heart failure due to severe tricuspid valve regurgitation and the patient's condition worsened. The patient was placed under observation, but developed intestinal necrosis and died.